Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, the patient returned with pain. "After unsuccessful trials to get rid of the pain with intensive conservative therapy during one year, a revision was done and the system was explanted". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.